Event description:
It was reported that the catheter was placed in the patient. After placing, the doctor was drawing back and flushing saline and noticed catheter was leaking just below the hub. Doctor removed catheter and placed another.